Event description:
It was reported that the syringe 1.0ml 30ga 8mm 7bag 420cas jp plunger cap was found damaged before use. The following information was provided by the initial reporter: "no syringe" added an additional issue to the grid based on an additional issue noted on the returned samples (crushed plunger cap).

Manufacturer narrative:
Investigation: customer returned (1) loose plunger cap and plunger rod. Customer states that there is no syringe. The returned samples were examined and the plunger cap was observed to be crushed. No barrel was returned with the sample. Unable to perform DHR check for incorrect count (less syringe) and plunger cap damaged/crushed due to unknown lot number. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1.0 ml 30ga 8 mm 7bag 420cas jp plunger cap was found damaged before use. The following information was provided by the initial reporter: "no syringe". Added an additional issue to the grid based on an additional issue noted on the returned samples (crushed plunger cap).